Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they couldn't charge their controller and the issue began today. Pt stated the green light came on the ac power supply cord, but the controller didn't charge. During the call patient services (ps) walked pt through removing the battery pack and plugging controller into the ac power supply cord; pt denied the controller powered on. Pt confirmed green light was on the ac power supply cord. Pt denied visible damages on the ac power supply cord pins and in the controller charging port. The issue was not resolved. Additional information was received from the patient. Pt called back from number registered saying they got the replacement controller and was able to charge up the first time, but when pt went to charge the controller again after charging the implant, the same thing happened where controller didn't charge. Pt said they plugged replacement controller into ac power without battery, but still the screen would not turn on. Additional information was received. Pt called back and stated they received the controller/ac power supply cord; pt charged their controller then they charged their implant half way then the system problem rm03 message displayed. Pt noted the recharger cord was a little warm but was unsure if it was warmer than usual since they charged through their underwear. Pt noted they had no stimulation since saturday. Pt also noted they a lot of problems with their equipment within the last week.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the 97755 recharger (rtm) (s/n (B)(6) ) revealed a failed t5190 (antenna test temp). There were no other issues found. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.